Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iiii proximal seal system 3.8mm failed to load and deploy properly. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The seal was visible in the loading device window. The delivery device was removed from the loading device. The seal and tension spring assembly remained inside the loading device. No deformities were observed on the delivery tube. The tension spring assembly and the seal were pulled out from the loading device for inspection. No cracks or delamination was observed on the seal. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.197 in., the outer diameter was measured at 0.218 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, and the results of the evaluation, the reported failure mode "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iiii proximal seal system 3.8mm failed to load . No patient involvement.